Event description:
Dealer called stating that when the consumer attempts to drive the m51p power chair the motor gearboxes start to vibrate and the chair will allegedly not move. MDR filed.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. However, a quote for the RMA has been provided - (B)(4). Model m51p, serial number/date (B)(4) is approximately 7 months old. The owner¿s manual part number 1125085 rev j (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer talked to invacare tech services and was advised that there would be a communication issue between the joystick and the motor gearbox. A quote has been issued for replacement parts and the product is to be returned to invacare for an inspection. The malfunction has not been confirmed.